Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings:the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found with the button contacts. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the pump¿s auditory features were not functioning. Investigation revealed a cracked solder at the audio circuit piezo.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the down arrow, up arrow, and ok keypad buttons were both under and over responsive, resulting in both over and under delivery of insulin. The patient reportedly experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with trace ketones associated with the alleged keypad issue. There was no indication or allegation of medical intervention. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported keypad button issue was not resolved with troubleshooting.